Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2013. After implanting the liner it was noticed the liner was deformed. The liner was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. During the evaluation, the liner was found to be deformed, however it is impossible to determine when or how the liner became deformed. Dimensional evaluation of functional features found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.